Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported cleaning wire stuck inside during reprocessing involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.